Event description:
There are no inherent issue with any medtronic systems. In 2023 when the hospitals entire pacs system went down, they were successfully able to pull patient images wirelessly. When their system went down, they were restricted to only using ethernet access in order to pull patient images. Whenever they pulled images via wifi, the studies, whether they are CT or MRI, were broken up in many pieces. For example, downloading a 150 slice CT will yield only 3 slices of that study, then a 12 slice, then a 20 slice, and so on. Eventually it will download the entire 150 slice study however at that point there are over 30+ iterations of that study (due to their pacs system breaking them up into parts), but at that point there are so many downloaded studies that the system was inoperable because it was slow. The representative has been working with the hospital's it to resolve the issue. They have done many tests and nothing has worked so far while using wifi. They suggested to install some form of a 3rd party wifi/network adapter on the outside or inside of the stealth that boosts the signal and will help download the study in one attempt. It was reported that this happened at a different facility in the hospitals network, northside cherokee, they have been using ethernet to retrieve patient images from both accounts, successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had been experiencing wireless communication issues since last year after the hospital changed their electronic picture archiving and communication systems (pacs) network. The site stated that when they try to download patient exams wirelessly, the digital intercommunication of medicine (dicom) association between pacs and navigation system units intermittently time out and only query a few images at a time, rather than downloading the full exam at once. The site state the system will retrieve ~10 images at a time and continue to make separate queries until all images have been downloaded. The site also stated that each time the site tried to download an exam, it seemed like multiple associations were created, and each association pulled a subset of images of the exam. If you were to add all the scans pulled, it added up to the total number of slices in the one exam. The site further mentioned that with their new pacs system (intelerad/intelepacs) the new network was designed with an internet protocol (ip) range that differs between each floor of the hospital. They had less intermittent issues using 2.4 gigahertz (ghz) than 5ghz, but issue had not fully resolved. The site confirmed that using a wired ethernet connection successfully downloaded all images at once with no interruption or difficulty. No patient present during these recurring issues.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735797, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.